Event description:
During the coil embolization procedure, it was reported that the proximal detach area on coil delivery wire was broken during the delivery and the coil couldn't be advanced. The procedure was completed successfully after changing the device and there were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within a dispenser coil in the introducer sheath. Visual inspection of the device revealed that the proximal contact wire was broken/fractured at the proximal contact bond. The coil delivery wire, distal tip and main coil was intact. The functional test was not required since the defect was confirmed during analysis. It is probable that the proximal contact detached as a result of handling of the device during advancement of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the available information, an assignable cause of handling damage was assigned to the as reported issue.

Event description:
During the coil embolization procedure, it was reported that the proximal detach area on coil delivery wire was broken during the delivery and the coil couldn't be advanced. The procedure was completed successfully after changing the device and there were no clinical consequences reported to the patient.